Manufacturer narrative:
Initial reporter facility name: (B)(6) national hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured and was leaking between the huber needle and luer adaptor of the infusor. The leak at the luer adapter and bladder rupture were discovered during patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between february 5, 2020 to february 6, 2020. H10: the actual sample was received for evaluation. A visual inspection was performed, and it was noted that a blue winged cap was attached to the distal luer. The blue winged cap was observed to be securely tightened. It was also observed that the bladder was ruptured. A microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.